Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 was failed. A field service engineer found loose cable connections, reseated the cables, and resumed testing. No further issues were noted, and the user verified proper operation with inventory counts. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed and unable to recover. Customer switched off the station and unplugged the power cord, after couple of minutes plugged the power cord back in and switched the station on again, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.